Event description:
The customer reported that their spo2 sensor is working intermittently. There is no indication that any inops were being generated.

Manufacturer narrative:
The customer reported that their spo2 sensor is working intermittently. There is no indication that any inops were being generated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).